Manufacturer narrative:
During inspection and testing, the tissue pad was found to be worn away in the grasping section and part of the tissue pad was peeled away. The tissue pad was torn with no missing part. There were marks on the probe and non-insulated area of the grasping section where they came in contact. A review of the device history record found no deviations that could have caused or contributed to the tissue pad peeling. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the seal and cut short circuit error and peeling of the tissue pad occurred because the grasping section was closed without grasping anything while output in seal and cut mode was activated (including after tissue resection) causing the tissue pad to wear and peel off. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. Output in seal and cut mode was then activated while the non-insulated area of the grasping section was in contact with the probe which resulted in a contact mark developing and the seal and cut short-circuit error. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device. The coating of the grasping section was partially peeled off likely due to being scraped with something hard. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported that, during an unspecified gynecological procedure, a seal and cut error occurred for the subject device. The procedure was completed using another similar device. There was no impact on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the tissue pad was found to be worn away in the grasping section and part of the tissue pad was peeled away. This report is being submitted for the malfunction found during evaluation (tissue pad peeling).